Event description:
Follow up information received from the patient reported that they received assistance from their doctor and their concerns were resolved. It was noted that the manufacturer¿s representative contacted the patient¿s doctor and they got the ¿lost or stolen piece within days". If additional information is received, a follow up report will be sent.

Event description:
It was reported, the patient had a urinary tract infection (uti) and was going to have surgery on 2013 (B)(6). The surgery was for the patient¿s bladder. It was stated, it had ¿dropped down¿ and the doctor was going to ¿brace it up and put in back in place.¿ it was unknown when this started. The patient needed a patient programmer to turn off the device. It was stated, the patient had been on antibiotics for the past three years to keep uti¿s away. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID 3037 lot# serial# (B)(4); product type programmer, patient product ID 3093-28 lot# v626364, implanted: 2011 (B)(6); product type lead. (B)(4).